Manufacturer narrative:
The customer did not return a sample for evaluation. There was no lot number or product identified with this complaint. Therefore, a lot history review could not be conducted. The root cause could not be determined. (B)(4).

Event description:
A customer reported that during surgery, a patient experienced a tear in the capsule due to the sharpness of the bimanual handpiece tip. A vitrectomy procedure was performed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).